Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that their implantable cardioverter defibrillator (ICD) was not working properly and only had a certain amount of battery left after being implanted for three months. The patient also stated that the ICD was overloaded. The ICD remains in use. No patient complications have been reported as a result of this event.